Manufacturer narrative:
Complaint conclusion: based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure myocardial infarct. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, hyperlipidemia, and hypertension. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 90% stenosis to the proximal left artery descending artery (lad). The lesion was described as 20 mm in length, b1, and de novo. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 5 atm and a 3.0 mm x 33 mm cypher rx stent was implanted at 12 atm. The stent was post-dilated as standard procedure with a 3.0 x 20 mm balloon at 20 atm. An additional study stent was used due to initial stent not covering fully the lesion. The second 3.0 x 13 mm cypher rx stent was deployed proximal and overlapping the initial stent. The stent was post-dilated as standard procedure with a 3.0 x 20 mm balloon at 20 atm and the lesion was successfully covered. There was 0% residual stenosis. At pre procedure, the ck was 22 (224 u/l), the ck-mb was 0.5 (3.6 ng/ml) and the troponin was 0.05 (0.09 ng/ml). At 6 to 12 hours post procedure, the ck was 52, the ck-mb was 2.2 and troponin was 0.35. At 16 to 24 hours post procedure, the ck was 49, ck-mb was 2.2 and troponin was 0.38. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications and the patient was discharged the next day on dual anti-platelet therapy. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarct. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229521 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure myocardial infarct. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 90% stenosis to the proximal left artery descending artery (lad). The lesion was described as 20mm in length, b1, and de novo. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 20mm balloon at 5atm and a 3.0mm x 33mm cypher rx stent was implanted at 12atm. The stent was post-dilated as standard procedure with a 3.0 x 20mm balloon at 20atm. An additional study stent was used due to initial stent not covering fully the lesion. The second 3.0 x 13mm cypher rx stent was deployed proximal and overlapping the initial stent. The stent was post-dilated as standard procedure with a 3.0 x 20mm balloon at 20atm and the lesion was successfully covered. There was 0% residual stenosis. At pre procedure, the ck was 22 (224 u/l), the ck-mb was 0.5 (3.6 ng/ml) and the troponin was 0.05 (0.09 ng/ml). At 6 to 12 hours post procedure, the ck was 52, the ck-mb was 2.2 and troponin was 0.35. At 16 to 24 hours post procedure, the ck was 49, ck-mb was 2.2 and troponin was 0.38. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications and the patient was discharged the next day. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarct.

Manufacturer narrative:
Concomitant medications: toprol 50mg qd, trazodone 100mg qd, wellbutrin 150mg bid and effient 10mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00417 and 3003742446-2012-00418.